Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt), who performed pd therapy with a homechoice (hc) device, passed away due to an unknown cause. On an unreported date, the pt experienced ¿distressed¿ and not feeling well. It was reported that the pt lost consciousness while on vacation (unreported date). Subsequently the pt died due to an unknown cause. Pd therapy was ongoing until the time of death. The pt was not connected to the hc at the time of death. The pt was not hospitalized prior to death. It was unknown if an autopsy was performed. Additional information was requested and it not available.

Manufacturer narrative:
(B)(4). Additional information: a death certificate was not available.

Manufacturer narrative:
(B)(4). The device was manufactured in 1994. The device was returned for evaluation. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported difficulty. The product analysis lab (pal) evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. The device passed both the homechoice rite (return instrument test/evaluation) electrical test and the homechoice rite functional test and was determined to meet performance specification requirements per rite testing. An internal and external inspection was performed and found no issues. Testing of the device pneumatic system revealed no leak and all pressures were correct and stable. The device passed seal, purge and wet disposable integrity test. Review of the device service history and device history record revealed no issues that could have caused or contributed to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.